Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-00773.

Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: evaluation of the external portion of driveline from (B)(6) revealed an incidental finding of superficial damage to the outer silicone jacket. Evaluation of the driveline from heartmate ii lvas, confirmed internal wire damage to the red wire that would have contributed to the driveline fault alarm captured within the submitted log files, as well as breaches in the insulation of the black, brown, red, orange, yellow, and green wires. The pump was returned assembled with the driveline cut approximately 2.25 inches from the pump housing. A distal segment of driveline measuring approximately 16 inches was returned under work order (wo)# 00102537. The middle portion of driveline, including a partial segment of original driveline and the replaced segment of driveline, was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow graft and the outflow graft bend relief were returned. The bend relief was cut lengthwise prior to return. The bend relief collar was returned. The outlet elbow was returned attached to the pump. The pump appeared to be exposed to a fixative. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and revealed a discontinuity in the red wire on the proximal, internal segment of driveline. The remaining wires on both segments of driveline passed continuity testing. The layers were removed, and microscopic examination of the underlying wires revealed a complete break in the conductor of the red wire at the pump housing, with the inner conductor exposed. Additionally, examination of the wires revealed breaches in the insulation of the brown and green wires at approximately the pump housing, and breaches in the insulation of the yellow, orange, red, and black wires approximately 0.25 inches from the pump housing. Although a specific cause could not conclusively be determined through this evaluation, the areas of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The conductor breakdown on the red wire appeared to be due to repetitive flexing in this location. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The recorded driveline fault alarms would have resulted from the observed conductor breakdown in the red wire, which is consistent with the log file findings. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted. If any of the exposed conductor from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase to phase short would have resulted. Additionally, if the observed areas of insulation breaches were present during the previously reported abnormal pump operation within the patient¿s history and the exposed conductors contacted the metal braided shield, it could have resulted in a short. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a routine visit. Vad (ventricular assist device) interrogation shows constant driveline fault (dl) alarms. The log file began capturing dl fault events on (B)(6) 2021 and they continued to occur intermittently throughout the remainder of the log file. The external portion of the driveline noted to have a good amount of wear and tear. The patient is very active; however, had gained about 25 pounds in the last year. On (B)(6) 2021, manufacturer representative went onsite and performed driveline evaluation and repair. During the repair, found the red wire to be broken during phase interrupter test. The splice was started approximately 3 inches from the exit. The pump did not start after splicing the red, yellow and black wires, which indicated that fractured red wire was internal. The doctor requested to finish the repair and was to discuss the next option for the patient. Driveline faults continued even after repair. The patient was to be listed for transplant at a higher status. No additional information provided.

Event description:
Additional information reported that the patient underwent a heart transplant on (B)(6) 2021. The patient had been upgraded on the transplant list due to driveline fault alarms and unsuccessful external driveline repair.